Manufacturer narrative:
The insulin pump was received with motor error alarm during basic occlusion test and prime error alarm. The insulin pump alarmed prime test due to loose/protruded drive support disk. The insulin passed displacement, rewind, no delivery and motor tests. No excessive no delivery error alarm noted. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had cracked case at display window corner, cracked lcd window, minor scratched lcd window, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating high blood glucose readings and a motor error alarm from the insulin pump. The customer's blood glucose reading was 414 mg/dl. The customer stated that she received multiple no delivery and motor errors from the insulin pump. The customer stated that the alarm occurred when she bloused. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear half flushed and half recessed. The customer stated that she was hospitalized due to high blood glucose readings. The customer did not want to troubleshoot for high blood glucose readings.